Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm when the pump detected movement in the hall sensor counts that were unexpected since the pump did not command motor movement. Customer cleared the alarm, rewound the pump, and passed the displacement verification test. Customer stated that the pump was not dropped or bumped. Customer stated that the alarm occurred during basal and the pump passed the self test. Customer later called back to report that the alarm occurred again. The insulin pump will be replaced for safety reasons.